Event description:
It was reported that the customer's sensors are falling out of his body and the cannulas on the sensors are getting bent. The customer's blood glucose was 94 mg/dl at the time of reporting. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.